Event description:
It was reported that this patient had a dye study performed during the week of (B)(6) 2013. The health care provider (hcp) stated that everything appeared "all connected and working." However, the hcp stated that when they "tapped her" the cerebral spinal fluid (csf) had "(B)(6)" in it. As a result, they were "going back in" as the patient was to have an additional 3 cc's of csf withdrawn to further test. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that there was a swelling over the pump. There was no device issue indicated. It was added that during the dye study done on (B)(6) 2013 there was no leakage noted. Csf from tap grew ¿scant staph warneri" with normal cell count, glucose, and protein and neg gram stain; but a repeat tap done on 6/25/13 showed no growth ¿so assumed contaminant¿. Patient had low pressure, headache for about a week after pump placement and underwent blood patch which resolved problem. Presently patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).